Event description:
A filter did not open after deploynment via a femoral approach. The physician unsuccessfully attempted to manipulate the filter with a guidewire. A second filter was placed with no pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed which co believes contributed to this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases. A second filter, proerly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release."